Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the communicator was not functioning and one of the prongs of the communicator power cord burned off. A boston scientific company representative advised to replace the power cord and a return label will be sent. No adverse patient effects were reported. The communicator remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory additional information from product investigation indicates that the allegation against the communicator was confirmed. The returned communicator power adapter had a broken off prong. The adapter was unable to be plugged into the power supply and used to power a communicator. The adapter was unable to power the communicator due to an internal anomaly. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the communicator was not functioning and one of the prongs of the communicator power cord burned off. A boston scientific company representative advised to replace the power cord and a return label will be sent. No adverse patient effects were reported. The communicator remains in service.